Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the device, "started vibrating and stopped." The patient's wife stated she felt it as well. The device remains in use. No patient complications have been reported as a result of this event.